Event description:
The medwatch report filed by the site stated that, "ligasure applier used by md was not able to work effectively. Item remained closed (clamped) around tissue and could not be released by surgeon." Additional info was obtained on 4/25/2007 and stated that the device was removed by an unk method, but there was no report of pt injury."